Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported difficulties appear to be due to case circumstances. It is likely that the patient anatomy contributed to the reported leaflet damage and single leaflet device attachment, as it was reported that the patient had connective tissue disorder and friable posterior leaflet. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip (81203u277) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mitral regurgitation (mr) grade of 4. Two clips (81203u277, 81212u150) were implanted, reducing mr to 1. On (B)(6) 2019, a transesophageal echocardiography (tee) was performed which revealed that both clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. A second procedure was going to be performed, but the posterior leaflet was shorter than before and a leaflet tear was suspected. No further clips were attempted as it was believed the leaflet would not be able to hold the clip. The patient is stable and the mr remains at 4. No additional information was provided.